Event description:
It was reported that the patient's ipg became inoperable after an unrelated procedure where the device was not set to surgery mode. Troubleshooting was able to resolve the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.